Event description:
Claimant counsel claims that (B)(4) was run into by a scooter owned by (B)(6).

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.